Event description:
Physician was placing an arthroscopy guide, tork was noted and plastic tip broke off guide. A second guide was opened and during placement a snap was heard, the plastic tip had again broken off in the patient. Pieces were removed with difficulty. The company was notified.